Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the buttons of the device does not work, was confirmed. It was found that the resistance values of the keypad were out of range. Further, it was found that the locking ring of the drill mounting mechanism was not closing properly and that the motor was noisy during operation. A short circuit was identified in the motor cable and a broken screw in the handle was found which could not be removed. The motor, motor cable and the hand control set were replaced along with the defective drill mounting mechanism (1.0 to 1.25) and housing and the device was repaired, tested and found to be fully functional. User mishandling is the most probable root cause of the physical damage to the various parts of the device. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set and the short circuit in the motor cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/04/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the buttons on the micro tornado hp w handcontrol device did not work. A replacement device was used to complete the procedure without surgical delay nor patient consequences. During in-house engineering evaluation, it was determined that the locking ring of the drill mounting mechanism was not closing properly and a short circuit was identified in the motor cable on the device. No additional information was provided.